Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that a power on reset (por) occured on (B)(4) 2010 with error correction (ecc) - lead integrity alert conflict note. Additional single bit ecc-errors are observed on (B)(6) 2010. It was noted that the por severity is low and that the device should be able to fully recover after the reset.

Event description:
.

Event description:
It was reported that the patient's device had experienced a power on reset (por). The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.